Event description:
It was reported that the pump display was frozen on the start screen. There was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump based on instructions from technical support, but the issue persisted, leading to a decision to replace the pump. The customer opted for a manual daily insulin therapy as a backup to maintain insulin delivery and was guided on how to store and return the faulty pump. The replacement pump was confirmed and shipped to the customer.